Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that the during the in-service found the facility does not follow the steps to manually flushing the scope. The ess reported ess asked the technician their method for the required flushing step for this model and was told that they were educated that the oer-pro took care of this step and therefore were not conducting manual cleaning. There was no associated patient infection reported.

Manufacturer narrative:
While onsite the ess completed the in-service making sure to cover all the steps for manual processing. Attempt were made to contact department lead to verify they were omitting the manual cleaning steps; however, no response was received from the end-user. Additionally, the ess requested access to olympus connect to reference any IFU information, and wall charts. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later confirmed there are no reported patient infection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation the root cause of the reported event could not be determined however, the likely cause is due to staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: 1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Chapter 5 reprocessing the endoscope (and related reprocessing accessories) states on details of flushing process of forceps elevator and channel. Olympus will continue to monitor field performance for this device.